Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Water leaking at the connection to the mixing valve and got into the control box and caused the water level sensor not to work properly.